Manufacturer narrative:
(B)(4).

Event description:
It was reported that event of vt was not stopped by atp and subsequently accelerated to vf. External defibrillation was used. The patient had a ventricular assist device lvad and heart transplantation was carried out. The device was explanted at the same time. The patient is recovering after the transplantation.